Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported in the bone & joint journal article "comparison of minimally invasive systems in lengthening total femoral prostheses", a retrospective review determined that 3 minimally invasive grower constructs were revised due to failure to lengthen.